Event description:
It was reported that during an open sigmoidectomy, the surgeon stated that the open jaws of the psee60a did not seem as wide as normal. He opened and closed the jaws a few times (with a gst60b loaded) and then shrugged his shoulders. The surgeon fully articulated the jaw and fired the stapler on tissue. The surgeon handed the stapler to the scrub tech. The scrub tech dearticulated the stapler, removed the reload (using her hand), cleaned the jaws in a basin of water, put a new gst60b into the stapler and handed the stapler to the surgeon. The surgeon placed the stapler into the abdominal cavity and onto the colon, but could not close the jaws. The closing handle would not move. The sales rep went to get a new stapler and while gone, the surgeon used brute force to squeeze the handle at the back table. The jaw closed, but he could not open the jaws. A new psee60a was used to complete the procedure. The surgeon stated that the closing force seemed normal when the device was working properly (1st firing and the new stapler) and all of the staple lines looked fine.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # 538a17. Additional information was requested, and the following was provided: "was the device locked on tissue with the jaws closed? No - per the original product complaint, "the surgeon placed the stapler into the abdominal cavity and onto the colon, but could not close the jaws. The closing handle would not move." If yes, how was the device removed? N/a what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Per the original complaint, "the surgeon used brute force to squeeze the handle at the back table. The jaw closed, but he could not open the jaws" did the jaws eventually open? No, but this occurrence was at the back table, and not in the patient. Per the original complaint, "the jaw closed, but he could not open the jaws." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the difficult to close, close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.